Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was "spinning" but was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the returned battery cap was found to be stripped/damaged. The battery cap was not able to maintain a secure connection to the pump. A test battery cap was used to complete the investigation. There was no damage observed to the battery compartment. The returned pump was evaluated and no defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.